Event description:
The customer reported that the system did not display an image on the left monitor when taking x-rays. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.